Event description:
Arctic sun was placed on patient for re-warming. Arctic sun was programmed correctly, arctic sun rep called (B)(6) and micu rn was at bedside with arctic sun rep putting it in manual mode. After ten minutes, arctic sun rep called back to see if machine was working, however, it was not re-warming the patient. Arctic sun rep said the machine was not working properly after a series of tests done by micu rn on the arctic sun machine.